Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the patient's implant will need revision due to instability.

Event description:
It has been reported that the patient's implant will need revision due to instability.

Manufacturer narrative:
An event regarding alleged loosening and instability of a femoral stem involving a patient specific jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral jts replacement, which was inserted in (B)(6) 2017. The surgeon reported instability of the implant. The CT scans show radiolucent lines and multiple osteolytic lesions around the implant. Which indicate that the patient has aseptic loosening of the implant, which confirms the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 18 oct 2017 with no reported discrepancies. Complaint history review: there have been 5 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.